Manufacturer narrative:
G4:26mar2021 b4:(B)(6) 2021 the data acquisition printed circuit board assembly (da pcba) was returned to the manufacturer for failure investigation. Failure analysis on the returned da pcba shows that the component failure u6 created the "proximal pressure sensor auto zero failed" error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
The customer reported proximal pressure sensor auto-zero failed. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4:26feb2021. B4:10mar2021. The field service engineer (fse) could not duplicate the reported issue; however, the occurrence of "proximal pressure sensor auto-zero failed," error was in the diagnostic log. The fse replaced the data acquisition board (daq) board to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.